Manufacturer narrative:
Sample not received. The reported issue was inconclusive. The root cause was not able to be isolated. It was noted that the flow rate was 0.8lpm. Inlet pressure (ip) was -7psi, circulation pump command (cpc) was 36 percentage. Had nurse disconnect and reconnect the pad using proper technique. Straightened tubing. Flow remained 0.8lpm. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Correction: d. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that rewarm started on arctic sun device at 8.30am. Patient reached normothermia at 2.30pm. They noticed the patient and water temperatures have been fluctuating over the last hour. Currently the water is 33.9c but it has been between 34-35c. Patient has been between 36.5c and 36.6c, currently 33.6c. Flow rate 0.8lpm. Inlet pressure (ip) was -7psi, circulation pump command (cpc) was 36 percentage. Had nurse disconnect and reconnect the pad using proper technique. Straightened tubing. Flow remained 0.8lpm. Baby tacoed in pad. Explained the patient might not stay at exactly 36.5c and might go slightly above and below the target. The water temperature would adjust accordingly. Discussed patient factors that alter patient temperature. Nurse confirmed patient was seizing. Asked nurse to address seizing per facility protocol.

Event description:
It was reported that rewarm started on arctic sun device at 8.30am. Patient reached normothermia at 2.30pm. They noticed the patient and water temperatures have been fluctuating over the last hour. Currently the water is 33.9c but it has been between 34-35c. Patient has been between 36.5c and 36.6c, currently 33.6c. Flow rate 0.8lpm. Inlet pressure (ip) was -7psi, circulation pump command (cpc) was 36 percentage. Had nurse disconnect and reconnect the pad using proper technique. Straightened tubing. Flow remained 0.8lpm. Baby tacoed in pad. Explained the patient might not stay at exactly 36.5c and might go slightly above and below the target. The water temperature would adjust accordingly. Discussed patient factors that alter patient temperature. Nurse confirmed patient was seizing. Asked nurse to address seizing per facility protocol.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.